Manufacturer narrative:
The reported device is not available to be returned to the manufacturer. An investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A risk manager reported an issue with a 8fr smartport device. During explantation of the port, the blue boot strain relief was found to be missing from the device and remained in the patient. Despite multiple attempts, no additional information was provided.

Manufacturer narrative:
The customer's reported complaint description of blue boot collar was inadvertently retained in port pocket during the port explant procedure cannot be confirmed given the nature of this patient adverse event. No port device was returned for evaluation. No DHR review could be performed since no upn or lot number information was provided. The catheter and blue boot are provided as a separate component within the port assembly kit. The end user attaches the catheter tubing to the port (and secures junction with blue boot) during the implantation procedure. The directions for use state the following: slide the blue strain relief mechanism over the end of the catheter. The tapered end of the blue strain relief mechanism should point away from the proximal end of the catheter. For optimal results, the proximal end of the catheter should be dry. Slide the trimmed end of the catheter tip onto the stem until the catheter is flush with the stem flanges. Slide the strain relief mechanism over the catheter and onto the stem until it contacts the port body. Labeling review: the instructions for use, (14608224-01) which is supplied to the user with this item number, contains the following statements. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. After implantation and during system use each access to the vortex® mp port system should be performed using aseptic technique. · use only non-coring needles with the vortex® mp port system. The noncoring needle design helps maintain the self-sealing septum. Under qualified procedures the vortex® mp port system allows up to 2,000 punctures with an angiodynamics® 22 gauge noncoring needle, when tested at 10 psi. This pressure exceeds the typical levels experienced in clinical practice. · do not use a syringe smaller than 10 ml. Smaller syringes may create an over-pressurized condition in the system. Warning: for chest placement, avoid medial catheter placement instructions for implantation of the vortex® mp port into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route to the subclavian vein. Potential complications use of angiodynamics port systems involve potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: infection; occlusion; thrombophlebitis, pneumothorax; catheter malposition; migration and inadequate anchoring; hemorrhage; vessel trauma, including puncture, laceration, and erosion of vessel and the skin; catheter pinch-off (compression of the catheter between the clavicle and the first rib); hematoma; clot formation; catheter fragmentation; embolization; cardiac arrhythmia; cardiac puncture; cardiac tamponade; fibrin sheath, endocarditis; implant rejection; thoracic duct injury; thromboembolism; peritonitis; thrombosis; and drug extravasation (leakage). One step locking mechanism slide the locking mechanism over the proximal end of the catheter, leaving 1 to 2 cm of catheter protruding. Advance the catheter completely over the stem. Slide the lock up to the port body and "snap" into the port. J. Secure port body to underlying fascia using non-absorbable sutures and a minimum of three suture sites. Care should be exercised so that incision does not cross septum of port after closure. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).